Event description:
Related manufacturer reference number:1627487-2022-00640. It was reported that during a procedure on (B)(6) 2022 (related manufacturer reference number: : 1627487-2022-00635, 1627487-2022-00633 and 1627487-2022-00634) the leads broke when the physician attempted to remove the leads. As such, half of the leads are still implanted in the patient. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent a laminectomy procedure on (B)(6) 2022 wherein the remining portion of the leads were removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.